Manufacturer narrative:
(B)(4).the product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer reported the alarm does not sound when weight is removed from the sensor. The batteries have been replaced with new ones and there is no visible damage to the outside of the alarm reported. This was discovered during set-up. There was no pt contact or injury reported.